Event description:
It was reported that the patient was implanted with a surgical lead at the appropriate level for crps of the foot, however when the nurse programmed him post-operatively she could not get stimulation below the knee. The surgeon then repositioned the lead more caudal without success. It was decided to explant the lead since programming was not sufficient. There was no patient injury, and the patient outcome was reported to be "as expected".

Manufacturer narrative:
(B)(4). Lead model 39286-65 lot# unknown implanted: 2012-(B)(6) explanted: unk.